Event description:
Attorney reported: 2006 - the patient underwent a ventral hernia repair procedure with implant of a non-recalled ck mesh patch. In 2008 - the patient underwent a recurrent hernia repair procedure with explant of the previously implanted mesh, dissection of adhesions and placement of a parietex mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.